Event description:
It was reported the angio-seal device (sts plus or vip platform) was deployed following a cardiac angioplasty. Later, the patient experienced retroperitoneal bleeding. The pre-deployment angiogram revealed the insertion was at the top of the common femoral artery (cfa). A CT scan revealed the patient had retroperitoneal bleeding more than likely arose from the gastric artery and not from the groin access site.

Manufacturer narrative:
No components were returned for analysis and review of the device review history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the retroperitoneal bleeding could not be conclusively determined; however, follow-up information revealed the bleeding source may have been the gastric artery. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.